Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the light blue and dark blue sections of the twist clamp of a minicap transfer set. This was noticed during set-up. There was no leak, and no gap noted when the device was last used, approximately 10 days ago. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with naked eye noted that the dark blue female connector was not flushed to the light blue main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported issue was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.